Manufacturer narrative:
The device has not returned to olympus for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic gallbladder resection with the device, the endoscopic image of the device was not displayed. The user reconnected the device to the video system center, an endoscopic image appeared on the monitor. This event occurred twice. The user completed the procedure by using the device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device and found that the reported phenomenon was duplicated and the reported phenomenon was occurred by failure of ccd cable of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the ccd cable failure is unknown. Omsc surmised that the ccd cable was broken due to the excessive stress was applied to the device.